Event description:
It was reported that a homechoice device experienced a high drain 103 alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. During troubleshooting it was determined the initial drain alarm setting was less than 70% of the last volume that was infused. The technical service representative explained the initial drain alarm setting and advised to review the setting with the nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. While incorrect programming of the initial drain alarm setting, and bypassing alarms or drains, could have contributed to the reported issue per conversation with the patient, the device was not returned and the logs were unable to be reviewed to verify this problem. The cause of the alarm was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.